Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 at 01:32:41. Motion artifact contributed to the false detection. Per the distributor, the patient was at a skilled nursing facility and the patient reported that the facility personnel pressed the response buttons. However a review of the patient download data revealed that the response buttons were not pressed during the entire event. There is no indication of any issue with the response buttons as they were used successfully to power on the monitor prior to ((B)(6) 2014 at 09:26:42 am) and after ((B)(6) 2014 at 06:04:58 am) the pulse delivery. The patient continued use of the lifevest and remained at the skilled nursing facility.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 01/2012 - reuse, electrode belt (B)(4): 11/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.